Manufacturer narrative:
One opened polymer I/a angled tip was received for the report of irrigation failure occurred and clogged. The returned sample was visually inspected and found to be conforming. Functional testing for flow check for occlusion and leak testing was performed and deemed conforming, with water flow and no foreign material observed. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be visually and functionally conforming, therefore irrigation failure occurred and clogged as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the polymer I/a angled tip was manufactured to specification. All I/a tips are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic tip has irrigation failure occurred and clogged before surgery. When connected to irrigation/aspiration and turned on irrigation, no water came out. The surgeon flushed with ope-guard and water came out, but when connected it again and tried to use it, it was clogged. The surgery was performed and completed on the same day after replacing the product with another one. The procedure type and patient impact were not reported.